Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility. Three (3) attempts have been made by one (1) phone call and two (2) emails to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. Lumenis received information from (B)(4), a distributor head engineer who confirmed that the customer wasn't pleased from the new hs handpiece they bought. They reported it wasn't working as expected. A certified engineer from (B)(4), the distributor, visited the facility and did not detect any problem with the handpiece. The customer wanted a new hs handpiece anyway. The engineer concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacturer specifications. No device malfunction was observed. No clinical evaluation was done, as no incident forms were sent to lumenis. Lumenis is reporting this adverse event to FDA in abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility reported on a few patients who sustained a burn of unknown severity to an unknown anatomical area following treatment with a lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. This complaint represents all patients as no information was received by the facility on the patients.